Event description:
Allegedly, the doctor was performing an inguinal hernia repair procedure when one of the operating room personnel set the pt pressure at 30. Hosp contact correctly stated that it should have been set at 12. As a result of this incorrect setting, a hole was blown in the peritoneal wall and they had to switch to an open procedure. Procedure was completed. There was no malfunction of unit reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator was in back-up vvi mode and could not be recovered. The device was replaced.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After downloading the product code, normal function ensued.